Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads come off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush heads came off of the oral-b vitality toothbrush. No injury was reported.